Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the left anterior descending artery (lad). The physician deployed a taxus express2 8.8% 3.00 x 24 mm drug eluting stent at 13 atms. He deflated the balloon but had difficulty removing the balloon. He tried to remove the balloon for 5 minutes and eventually was successful. No pt injury or complications were reported.

Event description:
The de novo lesion being treated was in the non calcified, non tortuous 100% stenosed lad. The vessel was pre dilated with a 2.5 x 15 mm balloon. The taxus stent was deployed to 12 atm for 25 seconds. The maneuver the physician used to remove the balloon from the stent was traction on the bmw guide wire and ebu 3.5 guide catheter and eventually disengagement of the guide to enable greater force. Prior to that he reinflated the balloon to 16 atm and then deflated it completely. The balloon was removed intact and deflated. The pt's condition was reported as stable.